Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. This report is 2 of 2 allegations of insufficient information for complaint classification that had similar event details. Related records: (B)(4).

Event description:
It was reported an unspecified malfunction/issue occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that the patient's receiver indicated that the battery was low. This report is 2 of 2 allegations of insufficient information for complaint classification that had similar event details. She immediately charged it and when she returned, the alert that appeared on her receiver was "replace sensor". She suddenly passed out and became unconscious. When she regained consciousness she immediately called the emergency medical team (emt) and they arrived shortly after. She does not remember what her actual blood glucose was checked when the emt arrived at their house. The medication given to her was glucose liquid IV. When they arrived at the hospital she does not remember what her actual blood glucose was because he was still unconscious. She was continuously given liquid IV. Patient stayed 1 day in the hospital. She confirmed she is feeling well during the call. During the call she was in the hospital again for an identical episode that happened 2 days later. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.